Event description:
Boston scientific received information that this patient's right ventricular (rv) lead had exhibited low out-of-range (oor) pacing impedances. The patient's device was replaced and the chronic lead was placed in this new device. Since the implant of the chronic lead into the new device, there have been two additional low oor pacing impedances measured via the patient's home monitoring equipment. The physician is aware of this, and there are no plans to intervene at this time. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this device and lead were explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.